Event description:
It was reported that right atrial (ra) lead exhibited oversensing noise. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A partial lead was returned in three pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located proximal to the suture sleeve tie impressions. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone.